Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm and had no button response due to corroded keypad traces. Unable to perform displacement test due to no button response. The insulin pump received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads. No display noted.

Event description:
Customer's mother called stating that customer was at school trying to give herself insulin when the screen started to look strange. Customer changed the battery with a new one and the device started alarming an error. Customer's blood glucose level was 119 mg/dl. Customer was advised that the device needs to be replaced, and to discontinue use of the device and revert to a back up plan. Nothing further reported.